Manufacturer narrative:
Block g4: additional premarket / 510(k) #: k151315. Block h6: imdrf device code a041001 captures the reportable event of "needle punctured sheath". Block e1: initial reporter phone: (B)(6).

Event description:
It was reported to boston scientific corporation that an expect pulmonary olympus 22ga was used for an ultrasound bronchoscopic biopsy procedure performed on (B)(6) 2026. In preparation to the procedure, the ultrasound needle emerged from the side of the sheath. Another expect pulmonary olympus 22ga was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.